Event description:
Guidant received information from the foreign clinician that this patient's device displayed the elective replacement time (ert) indicator upon interrogation. This device has been implanted for 8 years and the estimated longevity is 8.6 years. However, the battery life measurements gave status of 2.61 v, 4.11 kohms. These values are consistent with a beginning of life (bol) status for this model. There were no adverse patient effects reported and the patient is not dependent. Technical services advised with the indicators and battery status in discrepancy and the device has been implanted for 8 years, it would be best to have it replaced and returned for analysis. Four years later, this device was removed and returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.